Manufacturer narrative:
Medtronic investigation of returned suspect x-ray handswitch was unable to replicate the reported problem. Visual inspection handswitch is intact with a stretched coiled cord. Installed in test imaging system and the system booted and readied as expected. Both 2d and 3d imaging was successful, initiated with the handswitch over the course of 3 days while under test. No problem found. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient information was not made available from the site. Return requested. Replacement x-ray handswitch shipped to site (B)(4) 2016. Suspect x-ray handswitch returned to manufacturer for analysis and is under analysis. On 07/01/2016 a medtronic representative performed an imaging system check-out, imaging modalities and system inspection areas passed. Mechanical test failed. Image acquisition system (ias) would not boot. The medtronic representative removed the handswitch and installed a footswitch. On 07/05/2016 a medtronic representative performed a second imaging system check-out. Noted was that two procedures had been successfully performed using the footswitch. The medtronic representative removed the footswitch and installed the new handswitch. System performed as intended.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's imaging system was not booting-up and remained on the 'initialize please wait' screen. Site pulled the imaging system out of the operating room (or) and brought in a c-arm to continue the surgery. The surgeon opted to continue and completed the procedure without the use of the navigation system and without the imaging system. Delay in therapy was less than one hour. There was no impact on patient outcome.